Event description:
Clinical study. It was reported 972 days following a coronary stenting treatment procedure that the patient returned with an acute inferior stent thrombosis and myocardial infarction. The index procedure treated the de novo, 99% stenosed 3.5x12mm lesion located in the proximal right coronary artery (rca). Treatment consisted of pre-dilation with an unknown 3.5x15mm balloon deployed at 24 atm's and the implant of a 3.0x16mm taxus express2 drug eluting stent with a 15% residual stenosis. Post dilation with an unknown balloon was performed. The patient was admitted into the emergency room 972 days following the index procedure with an acute inferior stent thrombosis and myocardial infarction. The reintervention procedure treated the 80% stenosed target lesion with balloon angioplasty, resulting in a 20% residual stenosis. The patient was discharged 3 days post procedure with no further complications. The event was reported as possibly related to the device. The patient has a medication history of aspirin, plavix, toprol, zocor, metformin, zoloft, lisinopril, multivitamin, zantac, nitroglycerin.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.